Event description:
The tip of the needle holder broke during surgery. The needle was found and removed.

Event description:
The tip of the needle holder broke during surgery. The needle was found and removed.